Event description:
It was reported that while in the cardiac surgery operating room, the md found that the dilator was not "sharp enough to puncture the skin." As a result, the md used a datascopic dilator to complete the insertion procedure.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.